Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Issue resolved after customer tried multiple charging cables. No additional patient or event information was available.